Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in emergency treatment when the issue occurred, and the procedure was aborted and completed by moving the patient to another facility. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluro was intermittent. Analysis of the system log file showed that the bay 2 of the ippc computer had a faulty hard drive. The fse tried recreating an image store, but the issue persisted. The fse replaced the image drive for bay 2 of ippc and recreated the image store. After replacing the image drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform exposures. No harm has been reported to philips. A philips field service engineer (fse) inspected the log files on site. It was identified that the ippc hard drive was defective. The defective hard drive was replaced, and the image database was recreated. The system was returned to use in good working order.